Event description:
The event occurred during lab or demonstration.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Corrected field: b5 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 5 colony forming units (cfus) of unspecified contamination on (B)(6) 2026. The device was retested on (B)(6) 2026, and it tested positive for 22 cfus of unspecified contamination. The device was tested again on (B)(6) 2026 and tested positive for 1 cfus of unspecified contamination. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.